Event description:
It was reported that the unspecified bd phaseal¿ optima injector (n35-o) luer connection broke during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "injector failure at the blue luer lock connection".

Manufacturer narrative:
H.6. Investigation summary one photo showing a optima injector and a syringe was provided to our quality team. Upon inspecting the photo, the luer connection is observed to be broken, a small pieces of the injector luer remaining inside the syringe luer. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. As the lot involved in this incident was unknown, a device history review could not be performed and additional samples could not be evaluated. While we did not know the exact lot involved, three retained injector samples from lot 1910109 and three from lot 1909103 were inspected, verifying all luer dimensions were within the required specification. Based on the available information we are not able to identify a root cause related to the injector or our manufacturing process at this time. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd phaseal¿ optima injector (n35-o) luer connection broke during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "injector failure at the blue luer lock connection."